Manufacturer narrative:
This investigation is ongoing. Upon further information this investigation will be updated.

Event description:
It was reported that high out of range shock impedance measurements were noted when it comes to this device. A request for further review was noted. The system remains implanted. No adverse patient effects were reported. A review by boston scientific technical services (ts) confirmed stable shock values until july 9, 2019, since then out of range measurements were noted. Ts discussed come lead testing recommendations such as doing movement maneuvers and considering a synchronized shock test to determine the true shock impedance measurements. At this time no actions have been made.